Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the right ventricular (rv) sensing channel. It was later confirmed that the patient had a temporary pacing catheter in the femoral vein (groin) that was not active. The catheter was explanted and the previously observed noisy signals ceased. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.